Event description:
It was reported that there was loss of light (image) during a procedure. Please note, the procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: it was reported by the on site specialist (B)(6) the light cord went out ref. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause may be a not fully seated light cable or a damaged contact ring on the light source. The device manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports.

Event description:
It was reported that there was loss of light (image) during a procedure. Please note, the procedure was completed successfully.